Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® serum tube was missing the label on 84 tubes. There was no report of patient impact.

Event description:
It was reported that the bd vacutainer® serum tube was missing the label on 84 tubes. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 16-apr-2024. H.6. Investigation summary: bd had received two customer photos and one hundred samples for review and analysis. After review and analysis of the customer photo, no label is seen on the tube. Therefore, bd is able to confirm the customer reported defect based on customer photo analysis. Additionally, 30 customer samples were randomly selected and were subjected to a visual inspection for missing label. All customer samples failed. Therefore, bd is able to duplicate the customers reported defect based on customer sample testing. Based on a review of batch records and the investigation results, no definitive root cause from the manufacturing process has been identified as a contributor. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.